Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) felt this device move. Pocket revision was performed. This device remains in service. No additional adverse patient effects were reported. Additional information indicated that the device started to fall over the patient's collar bone causing pain and muscle spasms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial and follow-up 1, MDR in block: b2: outcomes attrib to adv event

Event description:
It was reported that this patient with implantable cardioverter defibrillator (ICD) felt this device moved. Pocket revision was performed. Additional information indicated that the device started to fall over the patient's collar bone causing pain and muscle spasms. The patient was also noted to have a diaphragm stimulation. To date, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) felt this device move. Pocket revision was performed. This device remains in service. No additional adverse patient effects were reported.